Event description:
Patient is a resident of subacute unit. On (B)(6) 2024, (B)(6), respiratory care practitioner performed an emergent trach change due to blown cuff. Same size trach tube was inserted and no resp distress was noted.